Manufacturer narrative:
Retainer ring: black. Customer returned insulin pump for alleged high blood glucose's found on 08/24/2021. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case above arrow and battery icon, cracked keypad overlay, and pillowing keypad overlay. In summary, pump passed required testing, thus no confirmed device issues. Unable to confirm alleged high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The failure analysis notes were wrongly added in previous report. The h6 evaluation codes has been updated.

Manufacturer narrative:
Pump passed displacement test and self test. No pump error 63 alarm during testing. Thus software was utilized and downloaded trace/history files properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. However, pump error 63 alarm confirmed in the pump history (variableinfo=3). Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly and keypad flex tail. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. In conclusion, pump error 63 alarm confirmed in the pump history (variableinfo=3) due to broken trace at u1 pin 6. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with a serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced persistent high blood glucose level. Customer blood glucose level was between 300 mg/dl to 500 mg/dl. Customer most recent blood glucose level was 468 mg/dl. Customer stated that the auto mode feature was active at the time of high blood glucose event. Customer did not feel okay with troubleshooting for high blood glucose. The device will not be returned for analysis.